Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit with serial number (B)(6). The investigation determined that the anti-hcv g2 elecsys e2g 300 assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The reagent was confirmed to be functioning as intended at the customer site. Immunoblot testing conducted locally confirmed the results to be false positive. The specificity of the assay, as stated in the instructions for use, accounts for the occurrence of single false positive results.

Event description:
The initial reporter alleged a discrepant positive result for the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit. On (B)(6) 2022, a patient sample tested positive with a result of 16 coi, which was repeated and confirmed. On (B)(6) 2022, a new blood sample was drawn, and the result was 12.1 coi. Subsequent testing at other laboratories using an immunological test, likely on an abbott system, yielded negative results. Immunoblot testing for both samples also produced clear negative results. The patient did not receive treatment for hepatitis c virus (hcv) based on the positive results, as clarified by the attending doctors. The results were ultimately confirmed to be false positive.